Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned non-emergency treatment procedure was performed when the issue happened. The procedure was completed restarted the system. A philips field service engineer (fse) inspected the system on-site and confirmed that reported malfunction. After reviewing the log, fse identified large filament and small filament tube filament is open, that indicating a fault. To resolve the issue, the fse replaced the x-ray tube and return the part for further analysis and filament wear-out was confirmed and this is a known failure mode for tubes at the end of their lifetime. After tube replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved as planned via restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. And as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.